Manufacturer narrative:
A sample device was not returned for analysis. Product identification was not provided in the form of lot or serial number; therefore, the product history review and a lot history is not available. A root cause has not been determined. Additional information has been requested.

Event description:
A surgeon reported that approximately (B)(6) years after an intraocular lens (iol) was implanted, it became decentered. The patient recently reported that the vision significantly changed. When the surgeon examined the eye, he could see that the lens had dislocated. The lens was exchanged for another lens at that time. Additional information was requested.